Manufacturer narrative:
The facility was provided with a new iabp unit. The company rep confirmed the complaint of iabp unit not starting up after its installation and replaced the power supply (part number: 0014-0033-05). After the repair, the iabp was tested to factory specifications and was returned back into service. The original power supply was sent to (B)(4) for evaluation and then to the supplier astec for further evaluation. It was concluded that the failure of the power supply (part number: 0014-0033-05) was attributed to the defective component t17. (B)(4).

Event description:
The customer reported that prior to use on a patient the iabp did not start up. No patient was involved.